Manufacturer narrative:
Gtin number for item: (B)(4), lot: 17055951 is (B)(4). The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Manufacturer narrative:
Conclusion code field left blank - no available code for undetermined or unknown cause. The customer¿s report of backflow from the secondary into the primary was not confirmed during testing. Visual inspection, including microscopic examination, showed no anomalies. Testing of the returned part by the supplier showed no issues. However, disassembly of the check valve resulted in the discovery of a 0.0649¿ long acrylic particle located between the housing seal area and the affixed silicone diaphragm disk. The root cause of the check valve failure was not confirmed during testing since the failure could not be replicated. However, an acrylic particle was found in the fluid path that could have prevented the silicone diaphragm from fully seating against the housing seal area. The origin of the particle was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that an unspecified secondary infusion back flowed into the primary bag.